Event description:
It was reported that this pacemaker exhibited far field oversensing on the right atrial (ra) channel. There was no further oversensing noted. This pacemaker and ra lead remain in service. No adverse patient effects were reported.